Event description:
Pt drained 400cc urine during the day, took a nap, and woke at 2:30pm; complained of extreme bladder pain, feeling of fullness in bladder, and that foley was not draining properly. Nurse responded immediately; attempted to adjust foley to improve drainage from bladder. Scanned bladder showed approx 1,000cc of urine remaining. Nurse attempted irrigation of foley to check whether it was patent, but this was unsuccessful (found it difficult to instill and withdraw normal saline). Nurse removed defective cath and pt was able to void 300cc in urinal (leaving approx 700cc of urine remaining in bladder). Nurse inserted new (identical) foley, which drained freely, and pt voided until bladder was empty. No blood was noted in urine. Pt's pain subsided with voiding; the pt's also received pain relief through medication. At no time was pt at risk of serious harm; and there was no adverse outcome, nor were there extended treatment measures or resulting follow-up problems. Pt had alerted the nurse of the pt's discomfort, and she took immediate action to correct the problem. Pt has stated that the pt's bladder is such that it can normally hold a large amount of urine the pt said the pt tends to "fill the urinal" when voiding); in addition, the pt claims to have trouble voiding when the pt is on narcotics following surgery (as was the case here). The pt's bladder probably filled while the pt napped. Pt had approx 1,750cc output of urine during the 8-hr shift. Medical records show that pt voided 2,000cc without difficulty that morning (with the "defective" catheter in place). Therefore, the foley was not defective in the morning, but failed to drain properly that afternoon. The defective foley was later examined and irrigation attempted: the inflated balloon obstructed the lumen; yet when balloon was deflated, fluid ran freely through the foley.